Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source- foreign: (B)(6).

Event description:
Hold for ab 12.16it was reported that during the surgery, this complaint product didn't hold air due to the air leakage. Therefore, the surgeon used an alternative same product to finish the surgery.